Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01712 for the other associated device information. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. During an ercp procedure, both extractor balloons popped while sweeping the bile duct. The procedure was completed with a third extractor rx retrieval balloon. There was no report of patient complications or injury due to this event. Post procedure, the patient was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).